Manufacturer narrative:
(B)(4). The device was not returned as it remains implanted in the patient. No device issue was reported in this event. It was reported that the patient received dual anti-platelet treatment post procedure and the pru level was found to be 54 at the time of hospital admission. Literature review showed that pru level lower than 60 carry higher odds of hemorrhagic complications (daou, 2015), intracerebral bleeding is a known inherent risk of pipeline procedure and is documented in the pipeline flex instruction for use. The cause of the iph cannot be reliably determined; however, per the reported information, review of IFU, and review of literature to investigate the event, the most likely cause for the event is patient condition ¿ clopidogrel hyper-response. Same event as reported in MDR MFR: 2029214-2015-05174.

Event description:
Medtronic received report that a patient required an emergent hospitalization for an intraparenchymal hemorrhage (iph) two weeks post pipeline procedure. The patient was treated for an aneurysm located in the ophthalmic segment of the left internal carotid artery. Two pipeline flex devices were implanted successfully with slow stagnation within the aneurysm, as expected. Two weeks post procedure; the patient developed iph with right hemiplegia and partial aphasia and was admitted to the hospital. The imaging studies showed that the iph occurred in the parent vascular territory of the target aneurysm and it was centered in the large parietal lobe with minimal surrounding hypodensity extending to the left lateral ventricle and left central sulcus. It was further reported that the iph was related to the dual antiplatelet treatment; the pru level was reported to be 54 at the time of the hospital admission. The clopidogrel was initially stopped, and was resumed five days later at half-dose.

Manufacturer narrative:
(B)(4)

Event description:
Medtronic received information that patient was discharged to rehabilitation in stable condition. Additionally, the clopidogrel trea tment dose was reduced to 25 mg every four days.